Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, was instructed by technical support to leave pump connected to power for at least 30 minutes, and ultimately resolved issue by switching to different tandem charging cable and wall adapter, with no damage reported to original charging supplies.